Manufacturer narrative:
H10: the actual device was returned for evaluation. A visual inspection observed that the unit was received without all the original components. The unit was received without the interlink inj site sub-assembly and without the male luer tip protector. One syringe with a clear solution and with an unknown piece was attached to the set. Due to the nature of the sample, missing its original components, functional tests could not be performed. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the interlink system non-dehp i.v. Catheter extension set leaked from the female luer connector. The set was connected to a non-baxter syringe. The issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.